Event description:
On (B)(6), 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultrasmart meter displayed an ¿error 5¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about a month prior to contacting lfs. The patient manages her diabetes with insulin pump therapy. It is not known if the patient made changes to her usual management routine. No symptoms were specified; however, the patient was reportedly admitted into the hospital. The patient had reportedly obtained a result of ¿less than or equal to 40 mg/dl¿ with the ER/ hospital meter. Treatment was not specified. The patient did not have her testing supplies to walk through troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly obtained a blood glucose result suggestive of a serious injury with the ER/ hospital meter possibly after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (07/01/2014).the lay user/patient¿s products have been returned and evaluated by lifescan product analysis on 06/20/2014 with the following findings:the meter passed all testing with no faults found. Error 5 could not be reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.